Event description:
Pt opened sterile package of IV tubing - removed tubing and it was in two pieces - it appears as if something cut the tubing just past the cassette section. The product was not used.